Event description:
The patient needed to be reprogrammed, he has not been programmed in over a year. The patient could not get his ins to turn off. The device needs to be calibrated. The issues with the programmer started today. The recharger and patient programmer (pp) would not turn the power off to the implant. The batteries in the pp were changed today which did not resolve the issues. The charge your stimulator warning screen displayed on the pp. The patient has not charged in one month. The patient normally charges every 3-4 weeks. When the patient uses the charger he sees the regular recharging screen and has 3 bars. The patient saw the charge neurostimulator battery screen on the recharger when he pressed the stimulation off button on the recharger. The stimulator does not go off. Basic functionality of recharging was reviewed with the patient. The patient was advised to continue to charge and then try using his pp to turn the stimulation off when he has charged. The battery went too low to use the pp. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37092, lot# 283350001, implanted: (B)(6) 2011, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).